Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported the infusion device was ¿completely stuck¿. None of the buttons on the infusion device would work, and pt was unable to deliver a bolus, see the basal rate profile, or turn the infusion device off. This occurred while the infusion device was in use, and no alert or error messages were received. The only way to shutdown the infusion device was to remove the battery. When the battery was reinserted, the infusion device remained ¿stuck.¿ pt switched to her backup infusion device. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No additional details were provided.